Manufacturer narrative:
(B)(4). This complaint for a report of use error-failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2011 regarding an unrelated event, and the hp reported that he was frustrated with his clinic because he had to reuse drain line extensions. His clinic stated that they would not give patients more than two drain line extensions per week. The patient was aware of the contamination risk, and bps advised that the drain line extension should not be reused. Bps contacted the registered nurse on (B)(6) 2011. She stated that their clinic's policy was to reuse drain line extensions for one week. Bps advised the nurse that baxter only recommends that the drain line extensions be used once in order to avoid the contamination risk. The nurse thanked bps and hung up. There were no adverse effects reported in relation to this report. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510k number will not be provided in the emdr, because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.